Event description:
The customer reported they were using an 8lpc-s with 5cc of air in the cuff, and after three days of use, enteral nutrient flowed back through the suction line. They tried to deflate cuff but only 3cc air was withdrawn. They put 5cc of air into cuff and tried again, but the same event occurred. They stopped using it to be safe. The pt was re-cannulated with no harm reported. The cuff was pre-tested.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed.